Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a revision was being done for a suspected flipped pump. The manufacturer representative was unable to interrogate the pump. The patient did not report any symptoms and felt like she was getting drug. It was noted that the patient lost a lot of weight. The catheter was also replaced with an 8780 catheter. The device system was used to deliver dilaudid 35mcg/ml at 14mcg/day. It was later reported that the patient was recovering from surgery. It was later reported that ¿efficacy was attained¿ but the pump was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that it took about three times to implant the pump because it kept moving. The date of event was (B)(6) 2013. The indication for use regarding the pump was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the cause of the pump movement was not determined, but could have been due to the patient's decrease in weight. The manufacturer representative could not confirm the need of multiple attempts to implant the pump due to movement. It was noted the patient had not yet been re-implanted. The patient's weight at the time of the event was unknown.